Manufacturer narrative:
The customer reported that the central nurses station (cns) did not seem to be capturing some critical arrhythmias. The first one was vtac, and the second event was when she was moving around, and the monitor gave asystole alarms. Technical support (ts) asked if they had strips to look at, but they said no, that was another problem. Ts asked what shows under the review screens, but they were all blank. Ts had them confirm no filters were applied in the event list; full disclosure has stored and displayed wave settings with no error messages. Tabular trend was not on the nibp table. Other patients/beds were unaffected. Ts was connected with a nurse in the room, who informed ts the patient was on a g7 monitoring unit. Ts had them check the g7 for the review data, and all the review data was present at the g7; there was no indication of memory failure or alarms. The nurse noted that she was able to find what they were looking for, which was good, but she did not explain why they could not see it at the cns. Ts had them confirm the g7's bed ID matched the cns. Ts informed them that someone with password authority would be needed to continue troubleshooting. The customer stated they would call the biomed team. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) did not seem to be capturing some critical arrhythmias. The first one was vtac, and the second event was when she was moving around, and the monitor gave asystole alarms. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurses station (cns) did not seem to be capturing some critical arrhythmias. The first one was vtac, and the second event was when she was moving around, and the monitor gave asystole alarms. Technical support (ts) asked if they had strips to look at, but they said no, that was another problem. Ts asked what shows under the review screens, but they were all blank. Ts had them confirm no filters were applied in the event list; full disclosure has stored and displayed wave settings with no error messages. Tabular trend was not on the nibp table. Other patients/beds were unaffected. Ts was connected with a nurse in the room, who informed ts the patient was on a g7 monitoring unit. Ts had them check the g7 for the review data, and all the review data was present at the g7; there was no indication of memory failure or alarms. The nurse noted that she was able to find what they were looking for, which was good, but she did not explain why they could not see it at the cns. Ts had them confirm the g7's bed ID matched the cns. Ts informed them that someone with password authority would be needed to continue troubleshooting. The customer stated they would call the biomed team. No patient harm was reported. Investigation summary: the cns was returned to nk for repair on ticket (B)(4). Evaluation of the returned device was not able to duplicate the reported issue. The root cause could not be determined. The device went into a blue screen during the evaluation. Nk repair center identified either the hdds or the motherboard to be the cause. Hard disk drives (hdds) are mechanical components that can fail due to wear and tear, improper use, file corruption, or power issues such as surges and outages. Overheating from dust accumulation or lack of maintenance can also lead to failure, which may present as error messages, device reboots, or freezing. Unless addressed, hard drive failure might require replacement. Additionally, motherboard failures can arise from physical impacts, fluid damage, heat mismanagement, or electrical issues. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: 11/01/2024 emailed the customer for all information in the ni list above: no reply was received. Attempt # 2: 11/08/2024 emailed the customer for all information in the ni list above: no reply was received. Attempt # 3: 11/13/2024 emailed the customer for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: g7 monitor: model #: cu-172ra, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The customer reported that the central nurses station (cns) did not seem to be capturing some critical arrhythmias. The first one was vtac, and the second event was when she was moving around, and the monitor gave asystole alarms. No patient harm was reported.